Manufacturer narrative:
(B)(4). The device information is currently unknown. Should additional information become available, a follow up medwatch will be submitted. Baxter's initial investigation indicates the patient and the hospital were no longer using baxter products effective (B)(6) 2008. Although it is unknown which baxter homechoice device was used by this patient for therapy, a 510k number is listed as it is the same number for both the homechoice and the homechoice pro device.

Manufacturer narrative:
(B)(4). Documentation was received by the baxter (B)(4) on (B)(6) 2011 from (B)(6) hospital regarding patient and multiple hospitalizations related to peritonitis and cardiac issues from (B)(6) 2009 through (B)(6) 2009. The patient was admitted through the (B)(6) hospital emergency department ((B)(6) 2009 due to tremors of the hands and lower extremities). The patient received 3 hemodialysis sessions while hospitalized and peritoneal dialysis. Patient indicated she had been on dialysis for the previous 3 years. A neurological consult indicates the tremors may be due to austerities and hyponatremias and hyperphosphatemia. The clinical history in ed indicates the patient is a poor historian. The patient notes indicate (B)(6) provided the patient with peritoneal dialysis during hospitalization utilizing a baxter homechoice device, serial number unknown. Therapy dates were (B)(6), (B)(6), (B)(6), (B)(6) and (B)(6) and (B)(6) 2009. On (B)(6) 2009 the notes indicate 250mg fortaz and two doses of 250mg ancef were administered. Cefazolin 250mg was added to the dianeal solution. Vancomycin, dose unknown, was ordered intraperitoneal (ip). The patient was admitted on (B)(6) 2009 through the (B)(6) hospital ed due to fever and cough and complaints of mild shortness of breath. Patient currently receiving hemodialysis weekly and peritoneal dialysis every day and night. Patient received hemodialysis and peritoneal dialysis during hospitalization. Pd treatment was provided by (B)(6) utilizing a baxter hc device, serial number unknown. Patient was treated with broad spectrum antibiotics and nebulizer treatments. Patient was also treated for chest infection and possible peritonitis. Patient was placed on vancomycin and gentamicin. The patient was discharged on keflex, dose unknown. Discharge diagnoses included: (B)(6), peritonitis, chronic renal failure (crf), amentia. The patient was admitted through the (B)(6) hospital ed on (B)(6) 2009 due to abdominal pain, vomiting and generalized weakness. The pd effluent was reported to be cloudy, foul smelling and purulent. The patient reported stabbing abdominal pain, fever, chills, weakness, nausea and vomiting. Patient denies chest pain. Peritonitis was diagnosed through labs and cultures. Possible acute myocardial injury was diagnosed. Patient was treated with vancomycin. The patient was admitted through the (B)(6) hospital ed on (B)(6) 2009 due to complaints of abdominal pain and cloudy effluent. Patient denies chills, fever, chest pain or shortness of breath. Patient was scheduled to be transferred to (B)(6) hospital for continuous renal replacement therapy (crrt). On the morning of (B)(6) 2009 the patient reportedly experienced pressure in her abdomen and chest. The patient was transferred to the intensive care unit (ICU) where her condition worsened. The blood pressure levels dropped to 50's and was only dopperable and the heart rate decreased to the 40's. A code blue was initiated. The patient had dopperable pulses and carotids, femoral and radial only. Patient was started on levophed and dopamine, doses and rate unknown. The patient reportedly had respiratory compromise and was intubated. The patient was determined to be too unstable for a transfer. A subclavian catheter was inserted. Mottled skin was noted due to sepsis and being on pressors. Pulses were only dopperable. Unable to draw arterial blood gas (abg)'s. Heart rate was tachycardic. Oxygen saturation levels were 100% with oxygenation. Diflucan, dose unknown, was initiated. Prognosis was poor and guarded. The family was advised of status. The husband indicated over the past year the patient had been hospitalized multiple times for peritonitis. The daughter indicated the patient was non-compliant during pd therapy and was not clean hygienically. Per family wishes, the patient was transferred to (B)(6) hospital.

Manufacturer narrative:
(B)(4). The facility declines to provide information related to this event and the device. A review of the previous service record, (B)(6) 2008, shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported issue. Based on available information, the assignable cause for the reported issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Litigation documents were received from the baxter legal department on (B)(6) 2011 alleging the patient's death on (B)(6) 2009 was related to the use of a baxter homechoice (hc) device utilized for peritoneal dialysis (pd) during hospitalization. The patient reportedly used the homechoice device when hospitalized. The patient reportedly used a fresenius liberty cycler device when at home. The patient was using fresenius liberty cycler sets when completing dialysis at home. The patient was hospitalized at (B)(6) hospital. On (B)(6) 2009, the patient reportedly experienced generalized abdominal discomfort and noticed her peritoneal fluid was cloudy. The patient was seen at the emergency department (ed) at (B)(6) hospital and admitted with a diagnosis of peritonitis. The patient reportedly did not experience any cardiac problems or shortness of breath upon admission. Reportedly the patient did not experience any cardiac problems until after she had completed pd with the hc on (B)(6) 2009. The patient began to complain of pressure in her abdomen and chest and was transferred to the intensive care unit (ICU). The patient reportedly developed cardiac and breathing problems, suffered a cardiac arrest and a code blue was initiated without success. The patient expired on (B)(6) 2009. The listed cause of death was not provided. It is unknown if an autopsy was performed. It is unknown if the hc was sequestered and evaluated at that time.